Manufacturer narrative:
(B)(4); initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that particulate was found.

Event description:
It was reported that particulate was found.

Manufacturer narrative:
One photo was received by our quality team for evaluation. Upon visual inspection, it was observed that there was a black particle on the foam; therefore, the incident could be verified. However, without a sample the type of foreign matter could not be determined. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the most probable root cause can be attributed to manufacturing activities, ¿foreign matter¿ can come from multiple sources such as the machines, raw material or manufacturing personnel. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. An awareness session was conducted with production associates in regards this complaint to reinforce the importance of proper cleaning activities and gowning requirements. An awareness session was conducted with production associates in regards this complaint to reinforce the importance of proper cleaning activities and gowning requirements. H3 other text : only photos provided.